Manufacturer narrative:
No device failure of the leadcare ii analyzer, however batteries ruptured. Cause for ruptured batteries could not be determined. Right battery chamber damaged by ruptured batteries. Analyzer was able to power on when using ac adapter or left battery chamber. No indication of injury or harm to the user. (B)(4)..

Event description:
On power up in battery mode, a battery ruptured and leaked battery acid. No harm or injury to user was reported.